Event description:
Additional information reported that there was a culture obtained from the device pocket and blood. It was reported that the blood was positive for ¿streptococcus mitis.¿ the type of organisms cultured was ¿staphylococcus lugdunensis <(>&<)> staph aureus.¿ it was reported that patient was treated with both IV and oral antibiotics, along with total device system explant. Patient outcome was reported as ¿on-going¿ and no drug withdrawal. It was reported that the patient had the following risk factors prior to implantation of device: ¿diabetes and urinary tract infections.¿ patient was on oral baclofen and oral hydromorphone at the time of the event. Infection was noted on (B)(6) 2013, pocket revision was done on (B)(6) 2013. Reported symptoms included redness, swelling, drainage, incisional wound opening at the pocket site.

Event description:
A representative reported that the patient had discomfort at their pocket and desired a pocket revision. The pump was tilted. The patient¿s pocket was revised and irrigated. There was no disconnection or change in implanted devices. The representative stated that cultures were sent. The patient¿s status at the time of the report was alive with injury (incision). The medications infused were baclofen, hydromorphone, and bupivacaine. On (B)(6) 2013, a representative later reported that the patient had been given antibiotics and they were hospitalized. The cause of the pump tilting was not determined. The pump was moved up in the abdomen. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10976r31, implanted: 2002-(B)(6), explanted: product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10976r31, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that the patient's pump and catheter were explanted on (B)(6) 2014 due to infection. The patient was alive with injury. A healthcare professional (hcp) later reported that the tilted pump in the pocket was close to the skin, tender, and "bumped on counter edges etc." Perioperative antibiotics were administered. When asked when the date of onset or diagnosis of the infection occurred, the hcp noted "none diagnosed". The patient did not have meningitis. The patient's last refill was performed on (B)(6) 2013. There were no signs or symptoms of the infection, and the primary location of the infection was "none". A culture was obtained from the tissue from the pocket. The organism was (B)(6). Prophylactic oral antibiotics were given. The patient's outcome was fair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the 8711 catheter found the metal pin of the catheter body to be detached from the catheter tip and was not related to customer handling. A hole or tear caused by the catheter connector pin was also seen on the catheter body. The catheter was received with the metal tip missing from the returned distal catheter segment. Adhesive was noted in the area where the metal tip had been however no damage was noted on the catheter body just proximal to where the metal tip had been attached. Because there was no type of damage noted, it was unclear why the tip was not present. Analysis of the 8596sc catheter found no significant anomaly; it was returned incomplete, in segments. (B)(4).